Event description:
It was reported that the user experienced persistent hyperglycemia with blood glucose value of 554 mg/dl while using the ilet with a cartridge and infusion set that had been in place for two days; the user noted the pump often struggles to correct highs given their eating habits, and a manual subcutaneous insulin injection was administered when levels remained elevated. Symptoms included high blood glucose. Outcomes included user-initiated corrective action and postponement of a supply change until home, followed by scheduling of additional training. Investigation included customer support troubleshooting and clinical follow-up with education on avoiding extra or larger-than-usual meal announcements and discussion of algorithm training versus factory reset. Investigation of this case revealed that insulin delivery through the pump was likely insufficient to correct the hyperglycemia, with cause not confirmed; a supply change was recommended and a training session was scheduled. It was concluded that the event was consistent with hyperglycemia of unclear cause, and user counseling and follow-up were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.